Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the fault description provided by the customer could not be confirmed. As previously mentioned, the device passed quality control at the time of shipment. During the technical inspection of the video laryngoscope, it was determined that the blade shows signs of damage and that the led is dim and flickering; however, no image defects were found. The cause of the described fault may lie in another component, such as the cable or the monitor. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "image loss" no negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).